Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), bladder disorder ("bladder issues") and type I hypersensitivity ("immediate allergic reaction") in a 40-year-old female patient who had essure (batch no. 761438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes" on (B)(6) 2010. The patient's past medical history included c-section, multigravida (g8) and parity 4. Concurrent conditions included herpes infection, pap smear abnormal and hepatitis. Concomitant products included loratadine, sertraline (zoloft) and valaciclovir hydrochloride (valtrex). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to nickel") with rash and vulvovaginal rash, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/I was tried all the time from of blood") and anaemia ("anemia"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"). On an unknown date, the patient experienced bladder disorder (seriousness criterion medically significant) and type I hypersensitivity (seriousness criterion medically significant). The patient was treated with iron, epinephrine (epipen), calamine, surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and surgery (need surgery to lift it). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and allergy to metals was resolving and the bladder disorder, type I hypersensitivity, urinary incontinence, vaginal haemorrhage, menorrhagia and anaemia outcome was unknown. The reporter considered allergy to metals, anaemia, bladder disorder, menorrhagia, pelvic pain, type I hypersensitivity, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: per pfs: insertion details: essure device deployed normally into the left tubal ostia. Second essure device deployed normally into the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: failure to occlude fallopian tubes . Most recent follow-up information incorporated above includes: on 13-jun-2018: this case is medically confirmed. Reporter information was provided. This case concerns 40 year old patient. Her demographic was updated. Her historical/concurrent conditions were added. Lab data was added. Essure insertion and removal date was updated. Essure indication was added. Essure lot number was added. Her treatment/concomitant medication was added. Following events: allergy to nickel (skin rash/skin rashes around my pelvic area and legs/I had rash all over my body); bladder or urinary problems or changes: incontinence; abnormal bleeding (vaginal/ menorrhagia), anemia, skin rashes around vagina and failure to occlude fallopian tubes. She was recovering from events: pelvic pain and skin irritation/rashes. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), bladder disorder ("bladder issues") and type I hypersensitivity ("immediate allergic reaction") in a 40-year-old female patient who had essure (batch no. 761438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes" on 27-oct-2010. The patient's past medical history included c-section, multigravida (g8) and parity 4. Concurrent conditions included herpes infection, pap smear abnormal and hepatitis. Concomitant products included loratadine, sertraline (zoloft) and valaciclovir hydrochloride (valtrex). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to nickel") with rash generalised and vulvovaginal rash, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/I was tried all the time from of blood") and anaemia ("anemia"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced urinary incontinence ("bladder or urinary problems or changes: incontinence"). On an unknown date, the patient experienced bladder disorder (seriousness criterion medically significant) and type I hypersensitivity (seriousness criterion medically significant). The patient was treated with iron, epinephrine (epipen), calamine, surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and surgery (need surgery to lift it). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and allergy to metals was resolving and the bladder disorder, type I hypersensitivity, urinary incontinence, vaginal haemorrhage, menorrhagia and anaemia outcome was unknown. The reporter considered allergy to metals, anaemia, bladder disorder, menorrhagia, pelvic pain, type I hypersensitivity, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: per pfs: insertion details: essure device deployed normally into the left tubal ostia. Second essure device deployed normally into the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 4-oct-2013: failure to occlude fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc (product technical complaint ) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and bladder disorder ("bladder issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder (seriousness criterion medically significant), type I hypersensitivity ("immediate allergic reaction") and rash ("skin rash"). The patient was treated with surgery (to remove the essure) and surgery (need surgery to lift it). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, bladder disorder, type I hypersensitivity and rash outcome was unknown. The reporter considered bladder disorder, pelvic pain, rash and type I hypersensitivity to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.